Event description:
It was reported that the preloaded intraocular lens (iol) had cracked at the rear surface of the upper center area when the lens was inserted in the patient's operative eye. Account provided that patient¿s vision was not impacted. There was no patient injury reported. The lens remains implanted. No further information was provided.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. Phone:(B)(6). Email address: unknown/not provided. The lens was not returned for evaluation as it remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the following information was inadvertently not mentioned in the intitial MDR report; therefore, it is being captured in this supplemental MDR report. Section b5: it was confirmed that there was no damage to the tip of the cartridge. There were no complications such as incision enlargement, sac laceration, unplanned vitrectomy or sutures reported. The device was prepered accoding to the direction for use and the injector reportedly was discarded. In review, it was noted that the patient's ethnicity and race were inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.